Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that for the past 2 weeks the controller had issues charging up. Patient said she had controller plugged into ac power supply overnight and controller battery was low and hadn't progressed up. Patient reported the main issue was that her pain level had increased because implant would "shut off on it's own" without using the controller to do so, patient explained that she would check the implant with controller and find that the implanted device would be off, patient said it was like the controller shut off the implant off on it's own. Patient said she would check the controller and controller would say "do you want to turn on your stimulation?" And patient would turn stimulator back on. Patient said at first she thought it was because the stimulation had shut off due to implant battery being depleted but she thinks now that the controller was causing the issue. During call patient took battery pack out of controller, the controller worked with aa's (implant battery showed low). Controller battery contacts looked undamaged and controller screen came on from ac power supply when plugged in with no battery pack in it, ac power supply light was on. When patient put battery pack back into the controller the battery didn't start charging. The issue was not resolved. An email was sent to the repair department to replace the device. Pss emailed repair to send new battery pack to patient. Pss review general info on how to use controller to check implant status / use of stim on /off button to turn stimulator on/off.